Manufacturer narrative:
(B)(4). Investigation summary: 1 each 0039h lot number 1711155 was returned for evaluation. During visual inspection under magnification a brownish smudge was found on the inside of the pouch surface. Located above the holster. This substance exceeds specification of 0.40 mm2 in size. The complaint is confirmed. The DHR review of the reported lot number (1711155) confirmed that the product was produced accomplishing quality requirements and released according to established procedures.

Event description:
It was reported by the sales rep that, there was a foreign matter in each package of 0037h and 0039h. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One 0037h and one 0039h will be returning. No further information is available. Affiliate reference number: (B)(4). Potential voc: packaging foreign matter.